Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿it was reported that the patient was revised due to femur and tibia loosening at the cement bone interface. Cement manufacturer was depuy.¿ product code: 545050501, product description: smartset gmv 40g us eo, lot: 8204374, manufacturing date: 11 nov 2015, expiry date: 31 oct 2017, quantity: (B)(4). Testing could not be completed as the retained samples are no longer available for testing. There were no non-conformance's associated with this batch. All qc and microbiology testing met release specification (ms-039, smartset gmv gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: device history reviewed 26 november 2019. Non-conformance's on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 october 2017.

Event description:
It was reported that the patient was revised due to femur and tibia loosening at the cement -bone interface. Cement manufacturer was depuy. Affected side: left knee.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. G4: dmf# - 13704, trade name ¿ gentamicin sulphate, active ingredient(s) ¿ gentamicin sulphate, dosage form - powder, strength ¿ 1.0g active in our cements.